Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a blood collection device. The customer reports the blood collection needle came detached from the blood tube holder. The phlebotomist inserted the needle/device into the pt. When she went to take it out of the pt's arm, the needle remained in the pt's arm. The needle was then removed from the pt without issue.